Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s son experienced high blood glucose levels of 32 mmol/l. The other relevant blood glucose levels mentioned by the customer was 22 mmol/l. The customer stated that the insulin pump also received an insulin flow blocked alarm. The cannula of the infusion set was bent. The customer was assisted with troubleshooting and the insulin exited the tubing. The customer declined the troubleshooting for high blood glucose levels. The device will not return for analysis.